Event description:
The device was reported for use on a (B)(6) male pt but the user could not get the device to switch on. The pt died.

Manufacturer narrative:
The problem with the device was attributed to the failure of the device membrane. The membrane failed because the device was stored in a location where it was not adequately protected from the effects of adverse environmental conditions. Temps below zero degrees were recorded at the time of the weekly self tests which is outside the recommended storage conditions detailed in the user manual supplied with the device. The investigation also confirmed that the device had issued warnings more than 7 months before the reported event. It would appear that these warnings went unheeded. The pad pak (batteries and electrodes) used in the device is for single use only but the pad 300p defibrillator is a multi use device. It is not known if this was the first use of the pad 300p device.